Manufacturer narrative:
This complaint is still under investigation. Not returned.

Event description:
The glenosphere was loose and there was some metal debris due to the movement of the glenosphere on the metaglene.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. DHR analysis: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. X-ray analysis: from the x-ray provided one can only confirm that the glenosphere is loose as stated in the complaint. The immediate post-op x-ray would have helped to determine if the glenosphere was fully seated or not at the time of surgery, and if it ¿loosened¿ on its own or if it just wasn¿t seated. Based on the above elements, the need for corrective action is not indicated. We close this complaint as undetermined and will re-open it if any relevant information is received.